Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a review of the black box showed no activity related to the alleged motor issue. The rewind, load, and prime steps were performed successfully. The piston rewinded and advanced fully. The alleged motor issue was unable to be duplicated during investigation. Moisture was visible in the display. The pump case was cracked near the top right corner of the display. The pump leaked at the crack in pump. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the piston rod was not rewinding. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.